Manufacturer narrative:
Additional information received; it was noted that it was unknown at what stage the dissections occurred - pre or during the intervention procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etbf2516c166ej, serial/lot #: (B)(4), ubd: 01-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 62 mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently approximately 10 days post implant with leg pain. Occlusion of the left lower limb was observed on an angiogram. As treatment, an attempt was made to insert a wire from the left leg, but this failed and an attempt was made to insert the wire on the right side instead. This was also difficult and a dissection was noted on both the left and right sides, and blood flow was blocked on both sides. Eventually the wire was inserted successfully from the right side and a thrombectomy was carried out. An attempt was then made to approach the left limb from the right side, however it could not be reached due to the thrombus. The dissections on both sides were then treated with 10mm 40mm bare stents and a fermoro-fermoral bypass was performed. The distal blood flow was then secured, and the procedure was completed. As per the physician, the cause of the event was anatomy related, due to the thin and tortuous ostium of the left common iliac artery. It was noted that the opening of the 13 mm portion of the 16-13-124 stent graft was insufficient, causing the occlusion. It was also noted that due to the tortuosity in the left leg, reinforcement with a bare stent with the endurant was essential. No additional clinical sequelae were reported and the patient is fine.